Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if it becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "patient presented with possible cocr allergy." The hip components were revised.